Event description:
Device 1 of 2. Ref MFR report #: 1627487-2013-03510. The pt received 2 scs leads with the same lot number. It was reported the pt is unable to establish communication between his scs ipg, pt programmer and charging system after not using or charging his scs system for over a year due to ineffective stimulation. It was also reported the pt has not had effective stimulation since the implantation of his scs system. Follow-up identified an sjm rep was unable to resolve the communication issue with other external devices. Additionally, at this time, the pt's pain is being treated with injections. There is a possibility surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Recall #: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.